Event description:
It was reported that " the user reported that he used the manta decive as usual. The same operator has already done 5 cases with the manta 14f device and all had successful hemostasis. After the protected pci using the impella pump he started the closure by advancing the manta sheath over the guidewire. After removing the dilator, he wanted to insert the manta device over the wire into the sheath. But it was almost not possible to insert the manta into the sheath like he was used to it. So he had to use more force to connect the device." Associated complaints 3010252479-2024-00116 and 3010252479-2024-00115.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one unused manta for evaluation. The returned sample was a representative unit from the same lot mn2301536 and not the affected unit used in case. Unit was functionally tested for advancement. Resistance was observed. The device lot history record review for lot number mn2301536 manta 14f ce indicated during lot release of manta lot (mn2301536) a single device exhibited low collagen placement on the carrier tube. Therefore, no other non-conformities related to this lot, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Following a protected pci using the impella pump, a 14f ce manta was deployed for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The bypass tube would not enter the hemostatic valve. The physician continued applying a lot of force, attempting to insert the device through the hemostatic valve, and eventually connecting the manta closure to the sheath hub. The device deployed without further complication, achieving hemostasis under twenty seconds. The patient did not experience any harm or health consequences from this event and the procedure outcome was fine. A CAPA was previously opened under teleflex quality system to address this issue. Further investigation related to this event will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.

Event description:
It was reported that " the user reported that he used the manta decive as usual. The same operator has already done 5 cases with the manta 14f device and all had successful hemostasis. After the protected pci using the impella pump he started the closure by advancing the manta sheath over the guidewire. After removing the dilator, he wanted to insert the manta device over the wire into the sheath. But it was almost not possible to insert the manta into the sheath like he was used to it. So he had to use more force to connect the device." Associated complaints 3010252479-2024-00115.